Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy under the side electrodes and back te pads. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed cortisone 1% for the rash. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Na.